Manufacturer narrative:
Sample was received for investigation. The received instrument showed a disconnected fixation ring. This ring is fixed with a left-turning instrument below the bayonet closure. The received hand piece was connected to the console and all function were proven. No abnormality could be determined. The fixation ring was replaced on the thread and worked well again. No abnormality could be determined. Based on the feedback of the customer the not affixed tip seems to be the fixation ring. The production process includes a 100% visual inspection and finally a sample-based qc-inspection at the end of the production process. Therefore, it is unlikely that the pneumatic hand piece left production with a non-affixed fixation ring. The packaging and transportation validation for the pneumatic hand piece has been successfully performed. Therefore, it is unlikely that the fixation ring disconnected during transportation. It can be confirmed that the fixation ring was disconnected form the pneumatic hand piece. The cause for this issue cannot be identified anymore. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery the tip of handpiece was not affixed and the part put together came off. The surgery was performed and completed after replacing the product with another one. There was no patient harm associated with this reported event.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).